Manufacturer narrative:
The patient's lead was cut and the remaining portion of the lead was left inside the patient. The patient is reportedly doing well.

Event description:
The patient's lead was exposed through the skin. The surgeon decided to cut the lead. The patient was administered antibiotics. The physician plans to replace the lead in the near future.